Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 896 mg/dl. Customer had a (B)(6) infectioin in his arm and completed medication two days prior. Customer was not feeling well and vomiting blood. A friend had taken him to the hospital. Customer informed that his infection had spread, caused the white blood cell count to increase, therefore raising his blood glucose. Hospital treated with IV drip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.